Manufacturer narrative:
This medwatch is for the aviva system. (B)(4). Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 352 mg/dl, 596 mg/dl, and 222 mg/dl. Customer reportedly received the following results on two different meters within 10 minutes: 352 mg/dl, 596 mg/dl, and 222 mg/dl (aviva) 91 mg/dl (wife's compact plus meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips have been used up. Replacement was sent.